Event description:
It was reported that during a port placement procedure, the healthcare professional punctured the vessel and attempted to advance the guidewire but it did not advance well. It was further reported that guidewire was allegedly bent. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the titanium low-profile implantable port, groshong single-lumen, 8f that are cleared in the us. The pro code and 510 k number for the titanium low-profile implantable port, groshong single-lumen, 8f are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one j-tip guidewire in a guidewire hoop loaded onto an introducer needle along with other components were received for evaluation. Visual, microscopic, functional and dimensional evaluations were performed. There appeared to be multiple bends throughout the guidewire. Furthermore, unraveling was observed throughout the distal end of the guidewire proximal to the introducer needle hub. A break was observed to the inner flat core wire within the coils and the distal segment of the flat core wire was not returned. An attempt to offload the guidewire from the introducer needle was made and was unsuccessful as the guidewire would not advance or extract from the introducer needle. Therefore, the investigation is confirmed for the reported guidewire deformation, failure to advance and identified fracture, material separation, stretched and unraveled issues. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 05/2027). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.